Event description:
It was reported that the patient¿s left side device was taken out the year prior to the report. The reporter stated that the lead was put in the wrong spot. It was noted that the patient had multiple x-rays of it. It was reported that the device ¿started an infection¿ so it was taken back out and the patient hadn¿t ¿fooled with putting it back in.¿ the reporter stated that the patient¿s skull ¿grew onto the cap¿ and the patient went through five hours of surgery to get the cap removed. It was unclear what the patient was referring to when referencing the ¿cap.¿ it was reported that the patient had the cap for four years and ¿it was attached to her scalp like it was glued in there.¿ the reporter stated that it was ¿glued in, which was a mistake.¿ it was reported that the patient was unsure if the lead or the cap grew into the skull but the patient¿s doctor had a hard time getting it out because they used some kind of glue. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7438, serial# (B)(4), product type programmer, patient; product ID 7 482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot# v060436, implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 3389s-40, lot# v818108, implanted: (B)(6) 2012, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot# v060436, implanted: (B)(6) 2008, product type lead; product ID neu_leadcap_acc, product type accessory. (B)(4).